Manufacturer narrative:
This product is registered as a combination product.

Event description:
During a remote follow up, oversensing due to noise was noted on the right atrial (ra) lead. It was suspected that the cause of the event was due to lead insulation damage. However, no intervention has been conducted at this time. The patient experienced no consequences and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.